Event description:
It was reported that the user was awakened by an urgent low glucose alert on the ilet while wearing a dexcom sensor and observed loss of bluetooth connection with dashes displayed on the ilet; the user did not perform a confirmatory fingerstick and experienced no symptoms, and the event resolved without further issues. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no injury, no medical intervention beyond education, and no hospitalization. Investigation included complaint intake, user troubleshooting and education to confirm glucose with fingersticks during alerts and to contact support if recurrent, and assessment of potential connectivity disruption. Investigation of this case revealed an unclear cause for the low alert with concurrent sensor-to-ilet communication loss, and no confirmed device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.